Event description:
As reported, while inserting a 5f exoseal vascular closure device (vcd) into an unknown brite tip sheath, the sheath got pierced with the tip of the exoseal. Fortunately, no damage of the blood vessel was confirmed. Hemostasis was achieved by manual pressure and there was no reported patient injury. The lesion was the superficial femoral artery (sfa) which had a chronic total occlusion (cto). An ipsilateral approach was made. The exoseal was then used for hemostasis for the common femoral artery (cfa). The devices will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18142722 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
-After further review of additional information received the following sections have been updated accordingly: d8, d9, g3, g6, h1, h2, h3, and h10 -this device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. -additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt. H3 other text: this device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, while inserting a 5f exoseal vascular closure device (vcd) into an unknown brite tip catheter sheath introducer (csi), the sheath got pierced with the tip of the exoseal. Fortunately, no damage of the blood vessel was confirmed. Hemostasis was achieved by manual pressure and there was no reported patient injury. The lesion was the superficial femoral artery (sfa) which had a chronic total occlusion (cto). An ipsilateral approach was made. The exoseal was then used for hemostasis for the common femoral artery (cfa). One non-sterile exoseal vasc. Clos.dev.f5 was received for analysis. Per visual analysis, the deployment lever on the device was depressed and the plug was not present on the delivery shaft, with the indicator wire not deployed. The indicator window was received in white and red/black position and the guard was locked. No anomalies were observed during the analysis. Additionally, the csi utilized by the physician in the procedure was received in a separate bag, and it was a non-cordis csi. The od of the delivery shaft of the exoseal device was measured, and the results were within the specification parameters. As the csi provided was damaged, the functional test could not be executed. Therefore, a correspondent lab csi f5 was introduced to execute this test. During this test, a friction sensation or resistance was not perceived during the procedure that could impede the physician to follow the intervention procedure. A product history record (phr) review of lot 18142722 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿vascular closure device (vcd)-impeded perforated sheath¿ was not confirmed since the non-cordis csi received did not show any perforation evidence during visual analysis, and there were no issues noted to the exoseal vcd. Additionally, the reported ¿cannula-punctured/cut¿ for the cordis brite tip csi could not be confirmed as this csi was not returned for analysis. The exact cause of the issue experienced could not be determined during analysis of the returned devices. Based on the limited information available for review, and analysis of the returned devices, it is not possible to determine what factors may have contributed to the reported perforation of the sheath by the exoseal vcd since there were no damages noted to the exoseal and a perforation damage was not noted on the returned csi. However, if the procedural sheath (reported as a brite tip csi) was not returned for analysis, damages to the sheath (such as a kinked/bent condition) and procedural/handling factors (such as excessive force during exoseal insertion) may have contributed to the issue experienced by the customer. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. As warned in the IFU, ¿the vascular sheath introducer and/or exoseal¿ vcd should not be advanced or withdrawn when resistance is met without first determining the cause by fluoroscopic examination. Using excessive force to advance or torque the exoseal¿ vcd may lead to arterial damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and arterial repair¿ also the IFU states, ¿orient the exoseal vcd such that the indicator window on the handle assembly is facing upwards. Advance the delivery shaft into the proximal end of the vascular sheath introducer to the marker band, keeping the exoseal vcd oriented upwards and advancing at the angle of the tissue tract (30-45 degrees). Caution: if resistance is felt during delivery shaft insertion, do not apply excess force; instead, retract the delivery shaft slightly, rotate the vascular sheath introducer 180°, and try to readvance the delivery shaft. If resistance is still present, discontinue the use of the exoseal vcd.¿ neither the phr reviews nor the product analyses suggest that the issue experienced by the customer could be related to the design/manufacturing process of the units. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, while inserting a 5f exoseal vascular closure device (vcd) into an unknown brite tip catheter sheath introducer (csi), the sheath got pierced with the tip of the exoseal. Fortunately, no damage of the blood vessel was confirmed. Hemostasis was achieved by manual pressure and there was no reported patient injury. The lesion was the superficial femoral artery (sfa) which had a chronic total occlusion (cto). An ipsilateral approach was made. The exoseal was then used for hemostasis for the common femoral artery (cfa). The devices were returned for evaluation.

Manufacturer narrative:
As reported, while inserting a 5f exoseal vascular closure device (vcd) into a 5f 11cm brite tip sheath, the sheath got pierced with the tip of the exoseal. Fortunately, no damage of the blood vessel was confirmed. Hemostasis was achieved by manual pressure, and there was no reported patient injury. The lesion was the superficial femoral artery (sfa) which had a chronic total occlusion (cto). An ipsilateral approach was made. The exoseal was then used for hemostasis for the common femoral artery (cfa). (B)(4): the exoseal vcd was not returned for analysis. A product history record (phr) review of lot 18142722 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. (B)(4): the sheath was not returned for analysis. A product history record (phr) review of lot 18117729 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿vascular closure device (vcd)-impeded perforated sheath¿ and ¿cannula puncture/cut - in patient¿ could not be confirmed as the devices were not returned for analysis. A determination on exact root cause could not be made. Based on the limited information available for review, and without return of the devices, it is not possible to determine what factors may have contributed to the perforation of the sheath by the exoseal vcd. However, damages to the sheath (such as a kinked/bent condition) and procedural/handling factors (such as excessive force during insertion) may have contributed to the issue experienced by the customer. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. As warned in the IFU, ¿the vascular sheath introducer and/or exoseal¿ vcd should not be advanced or withdrawn when resistance is met without first determining the cause by fluoroscopic examination. Using excessive force to advance or torque the exoseal¿ vcd may lead to arterial damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and arterial repair¿ also the IFU states, ¿orient the exoseal vcd such that the indicator window on the handle assembly is facing upwards. Advance the delivery shaft into the proximal end of the vascular sheath introducer to the marker band, keeping the exoseal vcd oriented upwards and advancing at the angle of the tissue tract (30-45 degrees). Caution: if resistance is felt during delivery shaft insertion, do not apply excess force; instead, retract the delivery shaft slightly, rotate the vascular sheath introducer 180°, and try to readvance the delivery shaft. If resistance is still present, discontinue the use of the exoseal vcd.¿ neither the phr reviews, nor the information available suggests that the reported events could be related to the design/manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.